Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed all relevant testing. Manual "try it" testing was performed and passed. A global communication tool software test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Speaker resistance was measured and was within specification. The allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent audio output could not be determined. A probable cause could not be determined.